Manufacturer narrative:
The field service representative (fsr) checked the led cable and reseated it and the led started functioning correctly. The issue occurred again so the fsr replaced the power manager board. The unit operated to the manufacturer's specifications. Per data log review: the power manager log went back to (B)(6) 2022. The system was powered on until the reported issue date of (B)(6) 2022. On (B)(6) 2022 the system was unplugged at 12:25:43 am and battery backup was functional. At 12:27:45 the system was power cycled. At 01:23:47 pm the system was unplugged and battery backup was functional. The system was power cycled at 05:37:40 pm. The system was unplugged and plugged in again twice more, battery backup was still functional. At 06:16:39 the system was shut down. The complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) installed the power manager into lab use only (luo) testing equipment and powered it on. The pst observed that the power manager exhibited a bright green led. A microscopic examination was done with no anomalies observed. It was determined that the power manager met specification.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) power manager board light emitting diode (led) was not showing green. The device remained to be used during the case with constant monitoring. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.